Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported unintended movement associated with the clip opening while establishing final arm angle and the clip opening while locked could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report clip opening while establishing final arm angle (efaa) and while locked requiring intervention. It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation grade 4. It was noted that after lock line removal the clip failed the second efaa. The clip was tightly closed back down and the physician proceeded with deployment. The release pin was removed and as the arm positioner was rotated to expose the groove the clip opened to 70 degrees. The clip was deployed and an additional clip was implanted to stabilize the first clip and further reduce mr. The procedure was concluded with a resulting mr grade of 2-3. This issue reportedly caused a clinically significant delay, but the delay did not result in adverse patient sequelae. No additional information was provided.